Event description:
It was reported that, after the software update, the device was unable to update password to onsite number of 899. There was no patient involvement, and no patient harm/adverse event reported. Device analysis found patient data loss occurred when the internal battery failed on the board, requiring main board replacement.

Manufacturer narrative:
One pump was returned for repair/evaluation in used condition. Service history review identified that the device has not been serviced in the past. Visual evaluation of the device found the device had worn upstream occlusion (uso) and downstream occlusion (dso) seals. The event history log was erased when the internal real time clock battery failed. The reported problem was duplicated. Patient data loss occurred when the internal battery failed. The investigation determined the data failure was due to a depleted internal battery on the board. When the battery failed, the pump erased all the customer's data, including their passcode of 899. The main board was replaced along with the dso and uso seals.